Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number not available at time of report. Patient information requested.

Event description:
The customer reported a patient coded around midnight on (B)(6) 2018 and they were trying to retrieve data before the event happened. The customer wanted the field service engineer to investigate and verify correct operation of the device. Further information is needed to verify if there was a delay in treatment or if any philips product caused or contributed to the event.

Manufacturer narrative:
The biomedical engineer (B)(6) stated that there was no issue with the philips monitoring system and that there was no patient injury or harm to the patient due to any philips equipment. The philips field service engineer (fse) contacted the biomedical engineer who stated the issue was with the piic ix data review application where the nurse was initially not able to print a patient strip when they clicked on data review of the vital signs. The problem was that the monitor tech was reviewing that data in a different time frame. By adjusting the time frame on the review application the nurse was then able to see all the patient's vital sign data and was able to print them out. The customer requested that the call be canceled and closed. There is no data to support a malfunction or user issue related to the adverse event.